Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/24/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, pimples, infection, and cellulitis extended beyond the patch perimeter, which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient inserted the sensor at the back of her arm. On (B)(6) 2024 the patient started to feel pain and redness beyond the sensor patch, so she decided to remove the sensor. The area was red and swollen but the patient did not apply anything on that area aside from cleaning it with soap and water. On (B)(6) 2024 the patient went to her doctor and the doctor diagnosed cellulitis and prescribed oral antibiotics (doxycycline). At the time of the report the patient´s skin was still healing. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.